Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon followed the technique by using the ulnar bearing articular tool which squeezes the asel pin onto one surface. Once the ulna was implanted and the cement cured, the surgeon went to implant the ulnar bearings and squeezed the two surfaces together around the ulnar eye. The combined width of the two surfaces was wider than the humeral channel would allow. The surgeon squeezed again, quite hard. He then proceeded to reduce the joint again, but the ulnar surfaces were still too wide. Due to width not matching, one of the ulnar surfaces became distorted. The surgeon decided to switch them out. We opened another box of surfaces and followed the same exact technique as prescribed by the surgical technique guide. This time they came together, and fit very nicely. There was no bony impingement either time.